Event description:
Follow up information reported that the initial office fluoroscopic imaging was read incorrectly. The patient was sent for imaging at a local center. Those images showed the lead component of their implantable neurostimulator (ins) system was intact and in the expected spinal spaces. It was then questioned as to why the patient had no stimulation, even at the highest voltage, rate, and pulse width settings. Impedances were re-tested and were found to be within range. The patient had been sent to a neurosurgeon for consultation regarding a revision or removal of the device. Further information received on (B)(6) 2014 reported that the patient still had no met with the neurosurgeon. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient could not feel stimulation with any electrode configuration or at max output. It was noted the problem had been going on since (B)(6) prior to report. It was logged that the patient fell the preceding (B)(6), on her back. It was noted that impedances were normal, within the 600 ohms to 100 ohms range. It was logged the patient could recharge and communicate with the patient programmer and the clinician programmer communicated just fine. Additional information received reported the patient was imaged with the "carm" in the office and it was determined that her paddle lead had migrated significantly, possible out of the laminectomy. It was noted there was a significant fall in (B)(6) 2014 and the patient's stimulation had stopped working about the same time. It was logged the patient was sent for better imaging to confirm what they saw in the office under fluoro. It was reported the patient was not receiving therapy, and if lead migration was confirmed by imaging they would be sent to a surgeon for a revision.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).